Event description:
It was reported that a new ilet user received an insulin low alert after a recent full supply change and experienced elevated blood glucose, with readings of 227 mg/dl initially and 250 mg/dl after assistance with a repeat full supply change, followed by a decrease to 137 mg/dl; the system used a dexcom g7 sensor and a contact detach steel infusion set, and the medical device problem and device component were not identified due to insufficient information. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions beyond elevated glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available information was insufficient to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.